Event description:
It was initially reported that the physician was unable to perform diagnostic testing during a recent appointment. It is unclear at this time if the patient's device was able to be communicated with or just during the diagnostic testing. No further details were provided. Good faith attempts to obtain additional information are currently in progress.